Event description:
It was reported that the dealer states the consumer reported leaking grease/oil and it spilled out approximately 3-4 spots, no more than an inch in diameter. Dealer states leak is from left motor for sure, not sure about right motor. No patient injury alleged, no additional information provided.